Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter is attorney. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Unf and pinnacle medical records received. After review of medical records, intraoperative complication reported the constrained liner broke and was removed with difficulty. Doe: (B)(6) 2019; left hip. This was created in relation to (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Patient code: no code available (3191) used to capture the no signs, symptoms or patient involvement.